Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the connecting cable between the xenon light source and the gastroscope had a malfunction, which caused no image to be transmitted. This issue was found during a gastroscopy procedure. There were no reports of patient harm.